Manufacturer narrative:
Correction: describe event or problem: it was reported that strange substances were observed when transferring sample, which was collected from bd vacutainer® serum blood collection tubes into cryovial tubes. Customer¿s verbatim: currently conducting a clinical trial and as part of our procedure, we are using bd vacutainer (product # 366430). We observed strange substances when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. The substances seems to be present only when lot 8156727 was used. This was not observed in other product lot used (8125181 & 8121851). Unfortunately, the samples are not available anymore for investigation. The samples were collected from september 2018 to november 2018 from multiple sites. One is in sherbrooke, qc and the three others are in the USA (south dakota, nebraska and florida). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that strange substances were observed when transferring sample, which was collected from bd vacutainer® serum blood collection tubes into cryovial tubes. Customer¿s verbatim: currently conducting a clinical trial and as part of our procedure, we are using bd vacutainer (product # 366430). We observed strange substances when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. The substances seems to be present only when lot 8156727 was used. This was not observed in other product lot used (8125181 & 8121851). Unfortunately, the samples are not available anymore for investigation. The samples were collected from september 2018 to november 2018 from multiple sites. One is in sherbrooke, qc and the three others are in the USA (south dakota, nebraska and florida).

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that strange substances were observed when transferring sample, which was collected from bd vacutainer® serum blood collection tubes into cryovial tubes. Customer¿s verbatim: ¿ medicago is currently conducting a clinical trial and as part of our procedure, we are using bd vacutainer (product # 366430). We observed strange substances when transferring sample collected from this vacutainer tube into cryovial tubes and freezing. The substances seems to be present only when lot 8156727 was used. This was not observed in other product lot used (8125181 & 8121851). Unfortunately, the samples are not available anymore for investigation. The samples were collected from september 2018 to november 2018 from multiple sites. One is in (B)(4) and the three others are in the USA (south dakota, nebraska and florida)."